Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint broken plastic. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument had broken plastic. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no reported injury or fragment fall into the patient. The procedure was completed successfully.